Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, the monopolar curved scissors (mcs) instrument and the maryland bipolar forceps (mbf) instrument arced while inside the patient. The instruments were immediately sequestered and the surgeon examined the abdominal cavity for evidence of injury. Although the initial reporter indicated that there was no patient injury, the following information is unknown: if the surgeon identified any evidence of an injury while examining the abdominal cavity, and what surgical intervention (if any) was rendered due to a possible injury. The procedure was completed as planned. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument associated with this complaint and completed investigations. The mcs instrument was found to have blade damage at the base and middle of the blade and both blade edges were indented which would cause the instrument to be dull, rigid/stiff to open and close. Refer to medwatch report (MDR) with MFR. Report # 2955842-2026-29828 for MDR submission of the event reported against the maryland bipolar forceps (mbf) instrument. .